Event description:
The patient was implanted with a smooth saline mammary prosthesis on 11/7/97. Subsequently, the patient experienced an infection and inflammation. The device was removed on 10/9/98.